Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient discontinued charging ¿2 months¿ ago. The patient remembers previously being overdischarged at least twice. The rep tried antenna locate jump start for an hour with no success. They discussed device replacement options, and the patient stated that they would like to have the battery replaced. The patient was to further discuss with their hcp. No symptoms were reported.